Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the stomach during a laparoscopic sleeve gastrectomy, the surgeon fired the first reload with no issue. On the second reload, the stapler fired and then retracted the knife blade but as soon as the reload was all the way retracted, the adapter with the reload attached completely separated from the handle and shell. Reattached the adapter and placed another reload then no further issues for the remaining four firings happened. There was no patient injury.